Event description:
It has been reported that there is an occlusion problem. It was an occlusion alarm. The defect was reported during the infusion and seen during testing. There was no patient involvement.

Manufacturer narrative:
H4 - device MFR date: unknown. One device was returned for investigation. It was reported that issue was an occlusion problem. The defect was reported during the infusion and seen during testing. There was no patient involvement, and it was not able to be duplicated (through state the test method pwi-10019249). The cause of the reported issue was unable to be determined. There was no problem with occlusion. However cracked dso seal will be replaced as preventive measure. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.